Event description:
The physician was attempting to implant a 2.75 mm diameter x 24 mm length endeavor resolute rapid exchange (rx) drug eluting stent to treat a severely calcified lesion in a pt. It was reported that the stent was passed through a previously deployed stent during attempted delivery, however, the stent dislodged in the mid lad. It was reported that the stent was successfully removed from the pt. No additional clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the u.s.; however, it is similar to the u.s. Distributed product (B)(4).

Manufacturer narrative:
(B)(4): eval, results: pt lesion morphology, lesion severely calcified. Stent embolism (dislodgement). Conclusion: pt lesion morphology, lesion severely calcified.